Event description:
Nurse was going to use chloarep applicator to clean surface. When the wings were pressed to crack the casing and engage the fluid, there was no fluid available. The cracked pieces were lose in the chamber and extended down to the cleaning cushion.